Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that because blood return could not be confirmed when the doctor punctured the introducer needle into the vessel, the needle was removed and punctured again. Since blood could be aspirated at the second puncture, the doctor removed the inner needle and attempted to insert the guidewire into the sheath. However, the guidewire did not insert into the sheath. Then, the doctor removed the guidewire and the sheath together and damage was found on the tip of the removed sheath. There was no reported patient injury.

Event description:
It was reported that because blood return could not be confirmed when the doctor punctured the introducer needle into the vessel, the needle was removed and punctured again. Since blood could be aspirated at the second puncture, the doctor removed the inner needle and attempted to insert the guidewire into the sheath. However, the guidewire did not insert into the sheath. Then, the doctor removed the guidewire and the sheath together and damage was found on the tip of the removed sheath. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of damage at the distal tip of the IV catheter was confirmed and the cause appeared to be related to use of the device. The IV catheter from a 16g x 2.70¿ IV catheter and needle set was returned for investigation. The IV catheter was received without the introducer needle. The edge at the distal tip of the catheter exhibited plastic deformation. A microscopic examination revealed that the edge of the catheter was crumpled and flared outward. The catheter length was within specification. Residue from use was observed throughout the sample. This type of damage can occur during insertion if the leading edge of the IV catheter catches on surrounding tissue. It was reported that the IV catheter and needle were used during two attempts to puncture the vessel. Due to the sample condition and the reported sequence of events, the complaint appeared to be associated with use of the device. No damage associated with the manufacturing process was observed on the returned sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.